Manufacturer narrative:
Concomitant medical products: 6935m62, lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial undersensing was noted on the right atrial (ra) lead. Diagnostic testing was performed and the issue was resolved. The lead remains in use. The patient is a participant in the (B)(6) registry. No patient complications have been reported as a result of this event.